Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the backwash rinse block was not draining and replaced tubing at pv35, pv40 and pv49, resolving the reported leak. The fse also located pinched tubing behind the regulators and the fse cleared the tubes. The fse verified operation and no further problems are observed at the rinse block and the differential waste chamber is now producing the correct vacuum. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a fluid leak from the rinse truck (rinse block) of the coulter lh 500 hematology instrument while completing a backwash cycle in the secondary (manual) mode. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.